Event description:
It was reported that during an unknown procedure, the device was fired with a white load and when the device was opened intra-abdominally, the cartridge fell into the patient. The cartridge was removed through the trocar. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.